Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
Device evaluation: customer report of "disconnection" was confirmed. Rec'd (1) single dpt kit. Pressure tubing was completely detached from male connector (that was attached to stand-alone stopcock). Indication of bonding solvent was evident on entire tubing bond area. Detached male connector was not returned with the unit. It was able to flush returned kit with without any problem.